Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight: unknown / not provided.

Event description:
It is reported that the implant placed at tooth site #15 had the internal threads damaged during crown adjustment. After follow up with customer: doctor thought that the crown was properly adjusted but the patient felt discomfort each time he came for higiene. On september 13th, doctor decided to remove the crown and place it again and this is when he realized that the crown was not properly adjusted, he tried with an encode to check the connection and this is when he realized that the implant internal threads were damaged. Additional appointment was required. Implant was removed.

Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report b5: describe event or problem d4: additional device information d9: device availability g3: date received by manufacturer g6: type of report h1: type of reportable event h2: follow up type h3: device evaluated by manufacturer h4: device manufacturer date h6: adverse event problem h10: additional narrative zimvie received one (1) xiitp4311, (osseotite¿ tapered certain¿ prevail¿ implant 4/3 x 11.5mm) for evaluation. Visual evaluation was performed, the implant has signs of use, and was observed severely damaged around the collar / body likely due to the removal process. The implant's internal threads have lots of debris and were seen damaged. DHR review was completed for the subject lot number 2021090057. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2021090057 for similar events and no other complaint was identified. Review completed utilizing keywords: dental: functional: damaged threads. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was the torque or speed applied during placement/seating exceeds recommended value. Therefore, based on the available information, a device malfunction did occur. The implants internal threads were damaged. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.